Event description:
Country of complaint: (B)(6). Packaging stuck to surface of implant.

Manufacturer narrative:
When product was received at manufacturing site, it was inadvertently processed through decontamination cycle. The alleged defect is no longer visible. If particles were present on the implant, this would not cause a risk to the pt.